Event description:
The rotator on the hemostasis valve broke during use. There was no spray. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not specify if this was the initial use of the suspect device. A follow-up report will be submitted when the evaluation has been completed. Evaluation conclusions: a follow-up report will be submitted when the evaluation has been completed.